Event description:
It was reported that the patient presented for follow up, after receiving an alert. Out of range shock lead impedance was observed. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.